Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection on the mainframe side of the device was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced intermittent functionality and un-commanded shut downs due to a poor lemo connection. There is no report of a pt injury or death with this event.